Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a procedure to explant the right ventricular lead, the right atrial lead became dislodged. The lead was explanted and replaced. The patient was stable.

Event description:
New information received notes that an insulation defect was observed on the ventricular lead during the explant procedure. Additionally, the ventricular lead was adhered to the atrial lead, causing the atrial lead to become dislodged during the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2938836-2019-04303.